Manufacturer narrative:
Product evaluation: no injector (unspecified product) was returned for evaluation for the lens being damaged by the injector plunger; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a lens was damaged by a plunger during an intraocular lens (iol) implant procedure.